Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed a controller power up with an associated motor start event was logged on 09/apr/2024 at 01:24:28, indicating a loss of power. The data point prior to the loss of power revealed that an adapter was connected to power port 1 with and (B)(6) was connected to power port 2 with 59% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and bat989630 was connected to power port 2. No anomalies were recorded leading up to the loss of power. The controller was without power for 21 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a power-up event and an associated ventricular assist device (vad) start event, indicating a loss of power to the controller. The controller was off for approximately 21 seconds. The patient was asked about this event and stated that ¿at night the patient will switch from ac to battery power in the night when going to the bathroom. But this date does not stand out at all, as this is standard practice for the patient when going to the bathroom. The patient stated the pump would beep when the patient disconnected the power from one source to the other, but never the pump stop critical alarm. The patient had no idea that occurred. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m55 lead implanted (B)(6) 2014, 5076-45 lead implanted (B)(6) 2014, 429688 lead implanted (B)(6) 2014, dtma1d4 ICD (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.